Event description:
The following has been reported: "problem: pump had cpu alarm failure code 12-0002 action:replaced cpu, called tech support to get clarification on the country code. Had to calibrate pump 2 times as per cpu procedure then completed a full pm check. Reloaded wifi configuration as well. Resolution: pump connected to wifi returned to service." Resources issue due to a defective cpu board. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to technical manual, the cpu board was replaced. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although a defective cpu board is suspected, the root cause of this defect cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
The correct date for section b4 on initial report should have been 06-jan-2023; this was incorrectly listed on the initial report as 22-dec-2022.